Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint. -patient was revised to address hip pain. Doi 2008 - dor (B)(6) 2011 (right hip). **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation, popping/grinding and infection caused from metallosis. All products are now being reported to address these issues. Date of implant has also been provided.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1863496, 1877774, zr9e11000, and za7e31000. A search of the complaint database finds additional reported incidents against lot code zf4fc4000 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.